Manufacturer narrative:
The unit was returned to beckman coulter for evaluation. It was received on 12/11/2015. Upon removing the inner bowl assembly, visually noticed that the printed circuit board (pcb) assembly had a burned component. The distributor, (B)(4), supplied the replacement unit to the customer to resolve the issue. (B)(4).

Event description:
The customer reported that the statspin ssvt-1 centrifuge had a burning smell. There is no report of flames or fire, and the fire department was not called. There is no report of injury to the operator or delay in sample processing.